Event description:
Letter rec'd by abbott legal division from an attorney who represents the estate of the pt in a wrongful death lawsuit. The letter states that the pt was status post liver transplant who was "discharged from the hosp on december 27 and was to receive home care infusion of amphotericin b, commencing on december 28, 1996. On december 28, 1996, the amphotericin was infused and the nurse utilized an abbott model intravenous series pump for the infusion. After the infusion (later in the day) the pt died at home." The essence of the claim is that the home health care rep infused the amphotericin too quickly. "There is a great deal of factual controversy surrounding the infusion time and the details of the process." The attorney informed co of this event to ask for an interpretation of third party testing of the device. No additional info is available.